Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the posting or to match the events reported with previously reported events. At this time no additional information was available.

Event description:
Literature: this event was posted on www.insprire.com on (B)(4) 2010. Event: five days after implantation for sacral nerve stimulation (scs) to treat urinary incontinence, the patient felt tingling in the nose, which was starting to turn red. That night while lying down, the patient experienced "excruciating" pain running down the left leg (the side of the stimulator implant) into the big toe and throbbing in the nose. The patient's blood pressure was 219/124 and "soaring." The patient turned the stimulator off, but the device "was still working." The patient's voiding record stayed the same and the patient still had a tender nose. Three days later, with the stimulator off, the patient went through a store theft detector. That night, the patient again experienced even more pain and redness and throbbing in the nose that extended down to the top of the mouth around the front teeth. The patient met with the health care professional and the device was removed 18 days after implant. It was noted that the patient lived one mile from a two acre electrical substation, and that an electrical wire sensor purchased after removal of the device indicated high current in the patient's home. It was also noted that each time, the patient would drive near an electrical tower "that night" the pain in the leg and nose would be severe. The patient never received a patient guide for the device.